Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield did not retract when applied to tissue. No pt injury reported. The surgeon applied used another device to complete the procedure.

Manufacturer narrative:
01/14/97- supplemental report #1 sent to FDA. The device has not been returned to the MFR for eval.